Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was mixing patient images (data mix). This could result in an improper diagnosis of images. There is no report of injury or death associated with this event.